Manufacturer narrative:
This report is being submitted to relay additional information. The reported device was not received for evaluation. The reported condition of implant missing from container at receiving was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmerbiomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Additional 510(k) number is k013227.

Event description:
Doctor reports that the tsvwb11 was not in the container when they received it.